Event description:
Lipid filter leaking while connected to PICC line. [Redacted date] emailed vendor rep [redacted name] [redacted address]. [Redacted date] mailed on ups trk# [redacted number]. Manufacturer response for small bore extension set, (brand not provided) (per site reporter). [Redacted date] emailed vendor rep [redacted name] [redacted address]. [Redacted date] mailed on ups trk# [redacted number].